Event description:
It was originally reported that stent thrombosis occurred, however it was further reported that thrombosis did not occur. The study stent was restenosed. The patient was treated medically and released. No symptoms were observed.

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. The 95% stenosed, 30mm x 3.0mm target lesion was located in the proximal left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 3.00 x 32 mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, 40-60% stenosis of the study stent was reported. No action was taken, the patient is not recovered and the event is not resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).